Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that along with the shorted lead fault, a low out of range shock impedance measurement was noted. Boston scientific technical services (ts) recommended a manual capacitor reform which was done and it appeared as if the pacemaker was unaffected by the short but recommended an evaluation and consider removing both the pg and lead. There were no adverse patient effects reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited a shorted shock lead fault upon interrogation. There were four shocks delivered earlier in the day. Boston scientific technical services (ts) discussed that if the device delivered shocks to a shorted condition, the device and lead should be replaced. There were no adverse patient effects reported.